Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had sticking buttons and batteries that did not last as long as expected. The blood glucose reading was unknown. The customer stated that the insulin pump was working at the time of the call, declining replacement of the device. Nothing further reported.